Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution and positioning failure of inability to capture the leaflets appear to be related to patient morphology/pathology. However, a cause for the reported gripper actuation issue cannot be determined. The tissue injury appears to be due to troubleshooting maneuvers of the gripper actuation. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
This is filed to report the gripper actuation issues and tissue injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted that imaging was challenging during the procedure due to patient anatomy. The first clip delivery system (cds, 10915r190) was advanced to the mitral valve and the leaflets were grasped. The mr was not adequately reduced, therefore the physician decided to remove the cds from the patient and exchange it for a larger clip. A larger xtw cds (11025r134) was advanced to the mitral valve and the leaflets were grasped. However, on the third grasping attempt one of the grippers wouldn¿t lower independently. Standard troubleshooting was performed, and the issue was resolved. The procedure continued and the leaflets were successfully grasped. During the leaflet insertion assessment, the clip slowly came off the posterior leaflet. Due to challenging anatomy and inadequate reduction of mr, the physician decided to remove the cds from the patient and abort the procedure. The clip was inspected outside of the patient, and it was noted that a little bit of tissue was stuck on the grippers. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.